Event description:
During an atrioventricular nodal reentry tachycardia procedure a cancellation occurred due to signal loss. During the procedure ECG and intracardiac signals were not available. The issue could not be resolved and the procedure was cancelled. There were no adverse patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported startup failure and cancelled procedure could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.